Event description:
Surgeon was bursing the a/c joint with 5.5mm reprocessed arthroscopic bur. The surgeon felt a "crack" and noted shiny silver metallic fragments in the field. New barrel bur #2 obtained and used (not reprocessed) and the same results occurred. As much of the metallic fragments were removed as able, but unable to remove 100%. Photos of fragmentation taken. Cleaning of area required.